Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 511 mg/dl and it was addressed with a manual injection. Reportedly, the suspected cause of the bg level was from eating a big dinner; however, this could not be confirmed. It was reported that the customer's blood glucose levels were returning to target.